Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed flow rate testing. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of failed flow rate testing was not verified. Evaluation found the device to infuse within specification at all flow rates. No corrections were required in regards to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.